Event description:
Event verbatim [preferred term](related symptoms if any separated by commas) insulin is not delivered [device malfunction] ([hyperglycaemia]) case description: this spontaneous case reported by a consumer, received from algeria reported as "insulin is not delivered" and "hyperglycaemia", and concerns a female patient using novopen 3 from 2001 and ongoing due to insulin delivery. Medical history included type ii diabetes mellitus and hypertension since 1993. The patient experiences some episodes of colon crisis which generally increases the blood glucose levels (treatment: spasfon injections). In 2007, the patient experienced frequent hyperglycaemia, because of stress and personal problems. Furthermore, when the patient selected a dose, the insulin was not delivered. The patient never performed a function check and only some times performed an air shot prior the injection. The patient re-used the needles and changed them every second day. There had been no unexpected increase of insulin need over a shorter period, but due to stress, the patient has experienced hyperglycaemia the last 3 months. The patient had a scheduled doctor's appointment three months, later. The daughter has been asked to confirm this event with the physician then. Blood glucose levels reached 3.90g/l. The hba1c of 13-fe-2007 was 9.90%. Analysis reply: product: novopen 3, lot no: kscg563. Visual and functional examinations were performed. The dose selector and the dose indicator barrel have been dislocated. This caused misalignment of the scale. The dose selector cannot be returned to zero and a gap is observed between the dose selector and the mechanical section even though the push-button is fully depressed. Due to this fault it is impossible to measure the movement accuracy of the piston rod. Reporter's causality: probable. Novo nordisk's causality: reportable.